Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the m.blue, but no significant deformations or damage of the m.blue and the progav 2.0 were determined. Permeability test: a permeability test has shown that both valves are permeable. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical position. The results show that the valves operate within the permissible tolerance in their respective relevant position. Adjustment test: during the adjustment test it was determined that both valves are not adjustable in all pressure ranges. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected; however, the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valves, deposits were found in both valves. Results: based on our investigation results, we can determine that both valves are non-adjustable. The deposits visible in the valves have led to the functional impairment. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that an m.blue plus(#fx824t) was implanted during a procedure performed in 2022. According to the complainant, the shunt system showed an over-drainage and adjustment difficulties. The patient underwent a revision procedure performed on (B)(6) 2024. The complainant device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 2 years, 5 months weight: 8 kgs height: unknown. Gender: female.